Event description:
It was reported that the patient was experiencing ineffective tonic stimulation. The patient underwent surgical intervention on (B)(6) 2018 wherein the patient had their ipg explanted and replaced. Effective therapy was estabilished.